Event description:
This lead had high dfts at implant and functional undersensing of patients vf seen at implant. This was resolved at implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).